Event description:
It was reported that a user could not initially see dexcom g7 glucose readings on the ilet pump while readings were visible in the g7 app, after the user scanned and started the sensor only in the g7 app and entered the pairing code into the pump later. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no impact to blood glucose and no medical intervention or hospitalization. Investigation included customer support troubleshooting and user education on correct pairing workflow. Investigation of this case revealed user setup error related to delayed sensor pairing on the pump, with normal device function once the correct pairing code was entered; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.